Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If the initial procedure was not completed, what was the reasoning for waiting six months to redo the anastomosis? What is the experience of the surgeon and staff with the stapler? When was the safety released from the device? Where in the green gap setting scale was the indicator located prior to firing? Was the device difficult to fire? What confirmation was received that the firing cycle was complete? Were any staples seen in the surgical field? If so, what was their shape? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. What is the current patient status?

Event description:
It was reported that during a closure of colostomy procedure, the stapler only cut through the tissue and did not fire any staples. Bleeding was controlled by sutures and the patient wound was closed. Patient to be taken back for surgery in six months time as per the scrub nurse.

Manufacturer narrative:
(B)(4). Batch # n55d3g. The analysis results found that the cdh33a device arrived with no apparent damage and no staples present. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.